Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2022, the patient experienced signal loss for over an hour and loss of consciousness during the night. The patient´s parent called the emergency services (fast response) and after 45 minutes wait into its fast response, they didn´t arrived at the time. The parent treated the patient with 240 ml of glucose shots and the patient regained consciousness. The patient´s parent reported that they did not receive a low alert on their end (meant to be the follower app). Also, the patient did not receive a signal loss alert before the hypoglycemia either. The parent reported that due to the signal loss they did not receive the low alert as intended. The patient recovered after the treatment. The parent could not confirm how long the patient was unconscious, just that it was 45 minutes or longer. The patient was not taken to the hospital nor to a healthcare provider afterwards. There was no medical intervention documented. At the time of the report the patient was feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.